Manufacturer narrative:
It was reported that the serial number is (B)(4) and implanted on (B)(6) 2015. There are no plans to reimplant the patient with a new device as of the date of this report march 3rd, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient developing a temporal lobe abscess. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(4) 2015.